Event description:
It was reported that the patient presented to ER after experiencing a vibratory alert. The device was found to be in back-up vvi mode. Device was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was due to a power-on reset. Review of the device image noted that the power-on reset occurred during a high voltage charge attempt due to noise. The device was tested on the bench as well as using automated test equipment and no anomalies were found. Environmental stress testing was performed and the cause of the reset was found to be an anomalous component on the hybrid.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.